Manufacturer narrative:
D10: 300-60-03 - stemless hum comp laser cage, size 3: (B)(6). 310-61-50 - stemless hum head 50mm x 19mm x beta: (B)(6). 314-24-35 - laser cage glen xl, 8 post aug, right: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, approximately 2 months and 13 days post the initial right total shoulder arthroplasty, the patient experienced shoulder stiffness. The surgeon performed a glenohumeral cortisone injection. The patient followed up one month after with completed home exercise. The outcome is considered to be continuing.